Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that the package seal was opened with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: material no.: 382534, batch no.: unknown. It was reported that the glue was not stuck to the box on several cases. The following was reported by customer: we have several cases of this item and the glue to the box is not stuck the package is falling apart as it is being removed form the cases.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the package seal was opened with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: material no.: 382534, batch no.: unknown. It was reported that the glue was not stuck to the box on several cases. The following was reported by customer: we have several cases of this item and the glue to the box is not stuck the package is falling apart as it is being removed form the cases.